Manufacturer narrative:
(B)(4). The arm positioner was turned in the closed direction against resistance. The clip remains in the patient. The clip delivery system is reportedly not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is submitted because post clip deployment, the clip opened somewhat but remained attached to both leaflets. Another mitraclip was implanted as treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip ((B)(4)) grasped the leaflets successfully. During clip deployment, and prior to removing the lock line, the arm positioner was turned tighter than normal and was closed with additional force, against resistance. Post deployment, the clip appeared to open some, while remaining attached to both leaflets. There was no reported increase in mitral regurgitation. A second clip was implanted, due to the first clip opening, without any issue noted reducing the mr to 2. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the lot history records and of the information provided to abbott vascular. The investigation was unable to determine a definitive cause for the clip opening while locked. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents for the reported lot. Based on the information reported, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, the additional information was received: during mitraclip deployment, the clip arms appeared more open. The arm positioner was then turned tighter than normal due to the opened appearance of the clip.